Event description:
On (B)(6) 2015, the removal operation was conducted about 9 months after l1/3 instrumentation (l1/2:plif, l2/3:plf) due to suspected infection associated with l1/2 nonunion. During the operation, it was found that a setscrew had come off and l3 screw was broken. The surgeon reported that although the patient had complained of clattering noise about 6 months after the implantation, no clinical abnormality had been detected. The surgeon considers the patient¿s weight over 100kg may have contributed to the breakage.

Manufacturer narrative:
The 5.5mm ti cortical fix 6x45mm polyaxial screw (product code: 1867-31-645, lot number: arbfd6) was returned to the complaints handling unit (chu) on april 7th, 2015. Visual examination of the polyaxial screw features no signs of breakage or other significant damage. However, the saddle of the screw has become dislodged from its intended location and is now lifted into the tulip head and has been rotated. It is unknown when this damage first occurred. Since the screw had been successfully implanted with a rod, it is believed that the most likely time at which the damage occurred was during removal. Unexpectedly high forces applied to the saddle during removal may have been significant enough to dislodge and rotate it. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the saddle dislodging cannot be determined from the samples and the information provided. A potential root cause may be unexpectedly high forces applied to the saddle during removal, which may have been significant enough to dislodge and rotate the saddle. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available for investigation.